Manufacturer narrative:
The previous calibration and qc tests had acceptable results. It was noted that the centrifugation time was too short. The field service engineer checked the gear pump pressure and the cuvette rinse levels and noticed the sample probe, reagent probe and ise probe rinses were not expelling any water. The rinse levels had been adjusted too low. The rinse levels were readjusted to the proper level. Calibration and qc tests, which were previously failing, all came back into range and were passing. On follow up, the field service engineer indicated the cause of the issue was that the sample, reagent and ise probes were not getting rinsed between samples. (B)(6).

Event description:
The initial reporter received questionable creatinine results, for 54 patients, from the cobas 6000 c501 module. All repeat results were believed to be correct. The questionable results were reported outside the laboratory. The reagent lot number and expiration date were asked for but not provided.